Event description:
It was reported that a clip was not detached from the applier after ligation during a laparoscopic gastrectomy. Therefore, it was replaced with a new applier to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This device was produced at aesculap germany and purchased and processed at the teleflex medical kenosha wi facility as part of a (B)(4) pc. Lot in february of 2010. Evaluation of the returned instrument shows that the jaws have visible damage to them in the slot area and that the clip sticks in one of the jaws after being closed by the device thus we are able to validate this complaint. Further evaluation shows that the knob rotation mechanism is extremely dry and sluggish making it difficult to rotate the knob signifying this instrument is in need of proper lubrication with a non- silicone-based lubricant prior to sterilization as recommended in IFU l03515 which was supplied with the instrument at time of manufacture. After initial evaluation this instrument was properly lubricated using a non-silicone-based instrument milk and the knob rotation mechanism was restored back to a fully functioning status. We are unable to determine what caused the inside of one of the jaws to become damaged but mishandling of this device at the end user's facility is suspected. All 30 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not detached from the applier after ligation during a laparoscopic gastrectomy. Therefore, it was replaced with a new applier to complete the operation. No clip fell/remained in the patient.